Event description:
It was reported the video scope experienced loose connection. The event happened during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause of the reported issue was not determined. Based on the results of the investigation, the most likely cause was damaged ccu (camera control unit) plug of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.